Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 14 april 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was received and it was forwarded to the manufacturing site for further evaluation. Visual inspection of the intraocular lens (iol) found a crack on the posterior side. Handpiece was inspected and no assembly issues were identified. A cartridge deformation was found within specification and potentially related to return transport. No further issues were identified and no further evaluation was performed. The complaint issue "lens damage" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the viscoelastic was injected into the injector, the plunger was engaged and after inserting inside the anterior chamber in screwing motion the intraocular lens (iol) was being inserted into the patient's eye. The iol got crushed inside the injector and half of the iol came out. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: email address: unknown/not provided, as information was asked but not provided. Section e1: telephone number: (B)(6). Section e1: address: (B)(6). Section e1: post office or zip code: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.